Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 1 year after the dental implant was placed in ada site 5 in the mouth, the implant did not achieve osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as loss of osseointegration.

Event description:
The clinician reported that almost 1 year after the dental implant was placed in ada site 5 in the mouth, the implant did not achieve osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).